Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, low blood glucose readings, excessive no delivery alarms and motor error from the insulin pump. The customer stated for a month, the pump alarmed no delivery and after a set change she received a motor error. The customer was advised to rewind the pump, reinsert the reservoir into the pump and run manual prime to at least 5.0 units. The customer stated that the pump did not alarm no delivery. The customer had blood glucose of 375 mg/dl and treated with 12 units of injection. The customer also had blood glucose of 45 mg/dl and treated with 3 candy bars. The customer declined to troubleshoot.